Event description:
It was reported that during preparations for a pulsed field ablation procedure to treat atrial fibrillation, a farawave 31mm catheter was difficult to flush. The material of the flush line was cloudy and resisted flow. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection observed that there was potential adhesive in the flush tubing. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. Microscopic inspection found the foreign material reported was adhesive confirmed. It was confirmed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is in the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section. An image was reviewed by a boston scientific quality engineer. The picture showed the lush tubing port from the catheter. Based on the analysis, boston scientific could not confirm the reported allegations.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a pulsed field ablation procedure to treat atrial fibrillation, a farawave catheter was difficult to flush. The material of the flush line was cloudy and resisted flow. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.